Event description:
The customer reported that the unicel dxc 800 pro synchron system generated low potassium (k) results on seven patient samples. There was no change to patient treatment. The results were not reported outside of the lab. The customer reran the samples on another dxc instrument which yielded results that were about 1.0 mmol/l higher. Calibration and controls (qc) were run before and after this event and the results were within ranges. The customer did not question other ise (ion-selective electrode) analytes.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the carbon bridge and the potassium electrode tip to resolve the issue.